Event description:
The customer reported that two healthcare workers (hcws) experienced a burn when unloading the processed cyclesure bi from the sterrad 100nx chamber after a completed cycle. The symptoms reported were burning and white spots on the arm and hand which lasted approximately one hour. The area was washed with soap and rinsed with running water. There was no medical treatment received for the reaction. The hcw was not wearing personal protective equipment (ppe). The hcw is reported to be an experienced technician trained on the operating parameters of the sterrad. This is report one of two healthcare workers.

Manufacturer narrative:
Correction: initial reported the sterrad as a 100nx, which is incorrect. The customer sterrad is a 100s. Service history: the asp field service engineer (fse) performed troubleshooting on the system. The fse ran a passing leak test. The fse reset the unit and ran a test cycle with biological indicator. The system meets specifications. The customer mentioned that the tech did not have gloves when taking out the load. The fse advised customer that gloves are required when cycle cancels and completes. Return/retain evaluation: there was no product returned for further analysis. The lot number was not provided, therefore an analysis of the retains could not be performed. Fmea: an assessment of the failure mode and effects analysis revealed low-safety risk to the user. All risk priority number scores for this failure mode are below 100 and thus considered low risk. Hhe: based on the health hazard evaluation, the risk of contact with h2o2 while handling a biological indicator (bi) is considered to be none/negligible. Complaint trending: based on the complaint trending for h2o2 skin contact issues associated with the cyclesure bi product line there is not a significant trend. Complaint conclusion: as it was reported that the bi was not checked prior use, it is possible that if the bi vial had micro cracks, the vacuum in the chamber can cause the bi media to leak out and h2o2 condense on the moisture. It was reported that the disposition of the vaporizer plate was unknown. Without the vaporizer plate in place, h2o2 may remain on the load after a successful completed cycle. However, the fse did not find any discrepancies with the unit. It is likely that the vaporizer plate was correctly placed. The worksheet indicated that h2o2 was noted by the technician before the bi was removed from the chamber. The cyclesure instructions for use recommends gloves to be worn when handling the bi as peroxide burns can occur. Thus this issue can be attributed to the user not correctly following the IFU.

Manufacturer narrative:
The product IFU (instructions for use) reads in part "asp recommends gloves to be work when handling cyclesure bi as peroxide burns can result in the media ampoule is broke..." This is one of two 3500a reports being submitted for this product malfunction. Please reference manufacturer report numbers: 2804725-2010-00059 and 2084725-2010-00060.